Event description:
It was reported the case and ventricular connector were broken after the device was dropped. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case and ventricular output connector were broken. It was also noted that the two side bail covers were broken, the ring cover was the wrong part, the lead flex cover was broken, the battery contacts were compressed, one side bail was bent and the battery drawer was broken. (B)(4).